Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling during protective sheath/stylet removal contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified lesion in the distal circumflex artery. The stent of a 3.0x15mm multi-link 8 stent system dislodged during removal of the protective sheath. The stent remained in the protective sheath. The device was not used and the procedure was successfully completed with an unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.